Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Bard filter was deployed through the right common femoral vein below the renal vein in patient with pulmonary embolism. Approximately eight years and two months of post deployment, a computed tomography abdomen and pelvis without contrast was performed, demonstrating presence of caval perforations with 10 o¿clock strut extended 13.7 mm to the peripheral of the duodenum, 9:30 o¿clock 4.7 mm, 7 o¿clock 7.2 mm, 6 o¿clock 6.9 mm, 2 o¿clock 6.1 mm, 12 o¿clock 4.4 mm, and 7:30 o¿clock 4.4 mm. Evidence of right-sided tilt was measured at 34.32 degree and presence of migration was positive with the apex of the caval filter was along the margin of the original of the right renal vein. Around two years later, an ultrasound was performed for the patient with possible filter-related pain, accessed via the right internal jugular vein, demonstrating one fractured leg of the filter. Another inferior venography was performed and confirmed there was multifocal leg penetration of the filter and a single fractured leg component that was displaced against the filter apex. There was technical difficulty when removing the filter due to its embedded nature and its effect on inferior vena cava. The filter was successfully removed with the fractured leg fragment found to be adhered to the filter apex. A follow-up venogram was then performed, demonstrating a widely patent inferior vena cava with improved flow and no extravasation and no acute thrombus. There was scant residual scarring along the site of prior filter implantation. No evidence of hematoma was detected. Therefore, the investigation is confirmed for perforation of inferior vena cava (ivc), filter tilt, filter migration, filter limb detachment and retrieval difficulties. Per medical records, an attempt was made to engage the apex of the filter but was unsuccessful due to perforation of inferior vena cava (ivc), filter tilt, filter migration and filter limb detachment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pain. The current status of the patient is unknown.